Event description:
It was reported that customer was planning to use the backup insulin pump but it was not working. Customer stated that the insulin pump had blank display. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated that the insulin had few minor cracks around the liquid crystal display area. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.